Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 269 events were originally reported for this failure mode during the reporting quarter. - 2 events were inadvertently excluded. - 271 reported events are included in this follow-up record. Product return status 57 devices were received. 214 devices were evaluated in the field. Event confirmation status 270 reported events were confirmed. 1 reported event was not confirmed. Evaluation results 271 devices were found to be affected by missing paint chips. 1 device had no device problem found.

Event description:
This report summarizes <noe> 271 </noe> malfunction events in which the device had paint chips missing. 271 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 269 events were reported for this quarter. Product return status: 5 devices were received. 253 devices were evaluated in the field. 11 device investigation types have not yet been determined. Event confirmation status: 257 reported events were confirmed. 1 reported event was not confirmed. Evaluation results: 257 devices were found to be affected by missing paint chips. 1 device had no problem found. Additional information: 269 devices were not labeled for single-use. 269 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 269 </noe> malfunction events in which the device had paint chips missing. 269 events had no patient involvement; no patient impact.